Event description:
It was reported that a patient was in a car accident and subsequently their vns was interrogated and seen with high impedance. The patient has been referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information is available to date.